Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake assembly. System operates as intended.

Event description:
The customer reported the transverse arm lock is broken. No patient injury was reported.